Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 436 mg/dl. The customer has not been using the pump for two to three days. The customer reported via phone call indicating that the insulin pump alarm battery out limit and no delivery. Customer's blood glucose at time of incident was 436 mg/dl. It was explained to customer about the alarm and possible causes. The customer stated the pump alarm after battery change. The customer was advised to monitor pump. The customer was advised to rewind the pump and go through a set change and the call was dropped.